Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unknown date, the patient was treated with injection vancomycin 1gm every 72 hours, ceftazidime 1gm every 24 hours and fluconazole 200mg every 48hours for peritonitis. At the time of this report, the patient outcome reported as "doing well". Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.